Event description:
As reported, button one of a 6f¿7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The device was used during a transfemoral cerebral angiography (tfca) procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5mm, and there were no visible signs of device or package damage prior to use. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site, and the target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, button one of a 6f¿7f mynx control vascular closure device (vcd) could not be pressed during the procedure. Manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). The device was used during a transfemoral cerebral angiography (tfca) procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5mm, and there were no visible signs of device or package damage prior to use. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site, and the target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Additional information was requested but not provided. A non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both found in the not-depressed position. The stopcock was observed in the open position with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered per the sealant sleeves. Regarding the sealant sleeve conditions, no abnormal conditions were observed. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in the distal direction, the distal tip and button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿button # 1 frozen/locked¿ was not observed through analysis of the returned device as button one was able to be fully depressed during the functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.